Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an episode of hyperglycemia on (B)(6) 2026 and the issue did not resolve and required admission to intensive care unit (ICU). The patient received insulin drip as corrective treatment, which resolved the issue. Patient spent three days in ICU due to hyperglycemic episode. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.